Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/18/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-8741-40 3.5 mm beveled ft driver broke when placing the 3.5 bevel screw as the surgeon was placing it by hand. The broken pieces were retrieved from the patient. The case was completed successfully. This was discovered during a mis bunionectomy procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-8741-40, with batch number 1392145, revealed a broken distal tip. Therefore, arthrex was able to deduce a most likely cause. The most likely cause can be misuse due to misaligned insertion and or prying/leveraging the device during insertion.